Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. The pulse generator exhibited ventricular noise reversion. On (B)(6) 2014, the device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.